Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges daily headaches. There was no report of serious harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously omitted the voluntary medwatch number in the original report. The voluntary medwatch number is mw5105081.